Manufacturer narrative:
(B)(4). Additional information was requested from the user facility. From the responses received, it was determined that the patient had a tortuous anatomy, in-sheath wetting was performed and continuous flush was maintained, and all movements were slow and smooth. In addition, no resistance was experienced advancing the coil to the aneurysm. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device nonconformance or misuse that contributed to the reported event. Based on the information provided and the investigation, it was determined that the most probable cause of the reported event was operational context.

Event description:
The physician successfully implanted seven coils into the aneurysm and placed a stent. As the eighth coil (subject device) was inserted into the aneurysm, a portion of the coil protruded through the stent strut. The physician attempted to withdraw the protruding coil and it became knotted and got stuck. The physician persisted in an attempt remove the coil and it broke. The coil was tacked to the vessel wall with another stent. The procedure was completed and the patient is reported to be in good condition.